Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the retainer screw broke so the hex rod wouldn't stay in one of the castors causing the caster not to hold. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2010-2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the foot hex rod and retainer screw to resolve the issue. Based on this info, no further action is required.